Event description:
It was reported that during an implantable pulse generator (ipg) replacement, upon removal of the abbott ipg, one of the abbott extension wires was found to be damaged. The connector became stuck before the contacts could be properly aligned. The physician decided to replace both the damaged abbott extension wire and the (B)(6) s8 adapter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).